Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) reported being tripped by a dog and fell. After the fall, the patient reported that the device had migrated from its original implant position. Further in-clinic review of the device location confirmed that the suture had released from the device pocket, which led to the device migration observation. Over time, the patient experienced additional discomfort and noted the skin had become thin and raw. After numerous discussions with the physician, the physician opted to explant and replace the device due to potential infection and increasing reports of discomfort at the device site. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. Visual inspection found no anomalies. No suspicious system errors or resets were found. The laboratory analysis did not reveal any abnormalities or performance issues with this product. Skin erosion and device migration are known issues for implanted devices. However, the analysis of the returned product is not able to provide relevant information pertinent to these types of allegations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) reported being tripped by a dog and fell. After the fall, the patient reported that the device had migrated from its original implant position. Further in-clinic review of the device location confirmed that the suture had released from the device pocket, which led to the device migration observation. Over time, the patient experienced additional discomfort and noted the skin had become thin and raw. After numerous discussions with the physician, the physician opted to explant and replace the device due to potential infection and increasing reports of discomfort at the device site. No additional adverse patient effects were reported. This device was returned for analysis.